Event description:
The tech alleged the stretcher still rolls after the brake is set. No pt impact.

Manufacturer narrative:
The tech adjusted the brake position for brake casters to resolve the issue.